Manufacturer narrative:
Concomitant product: product ID 6940-45 lead, implanted: (B)(6) 2000.

Event description:
It was reported that one week post implant the patient was experiencing a heart arrhythmia and heart block. High thresholds with intermittent loss of capture were noted on the right ventricular (rv) lead. An attempt was made to reposition the lead but several positions in the apex resulted in high thresholds. The physician noted that the lead was in ¿bad tissue.¿ the lead was explanted and a replacement lead was implanted high on the septum. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage and stretching. Correction: model #/lot #. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.